Event description:
It was reported the platinum handpiece was overheating. As the incident occurred during a routine service check, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A functional evaluation revealed no problem found and no overheating noted. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. No containment or corrective actions are recommended at this time.